Event description:
Operating room bed (skytron) allegedly malfunctioned during the administration of spinal anesthesia for a c-section, injuring the anesthesiologist. Pt placed on table & positioned in trendelenburg; the anesthesiologist turned to get something and noticed the table losing its position, so he pushed the button to get back into positon and the table lost a lot of oil then dropping the pt quickly. The physician held the bed in position so that the pt would not be injured, subsequently injuring himself (shoulder/upper-arm injury).